Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and needle is not visible from the distal tip of the expressew gun. The rest of the needle was jammed inside the shaft of the expressew iii and the needle flag was not attached with it. Hence this complaint can be confirmed. No anomalies were seen on the expressew iii gun. When the needle is jammed inside the device, it might have been pulled out from the distal end of the device which caused the needle to break. This operation is beyond the design intent of this device. As expressew iii gun is a reusable device, it is a possibility that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing the device would become rough to operate over time and leads to needle getting jammed/seized inside the shaft. The failure can be attributed to not following the instruction manual. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle device became jammed in the customer's expressew iii with hook during a rotator cuff repair surgical procedure. There were no patient consequences or delays. The case was completed with another like device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.